Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the system is not alarming. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) remotely interviewed the it representative onsite who indicated the issue was a loose cord connection. The cord was re-seated and the system has returned to functional use. Based on the information available, the cause of the reported problem was confirmed to be a loose cord connection. Based on the information provided in the case, the cause of the reported problem was a loose cord. After the loose cord was re-seated, the unit returned to functional use with no further issues identified. The device remains at the customer site. No further investigation or action is warranted at this time.